Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a revision of a primary right hip implant on (B)(6) 2016 due to dislocation. The head and liner was explanted. The liner was revised to a constrained liner. There is nothing wrong with the shell.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a revision of a primary right hip implant on (B)(6) 2016 due to dislocation. The head and liner was explanted. The liner was revised to a constrained liner. There is nothing wrong with the shell.